Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Per product analysis: "s/w version = 4.11d. Retainer ring = black. On (B)(6) 2021, the customer alleged power loss alarm and charge/battery lasts less than expected. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with faded serial number label, pillowing keypad overlay, and cracked case on battery tube identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found power loss alarm on the event date of (B)(6) 2021 at 03:24:19, 03:24:30, 03:33:05, and 03:43:00; also, found: failed battery test alarm: on (B)(6) 2021 03:26:33, 03:26:43, 03:27:46, 03:28:01, 03:28:14, 03:28:27, 03:28:40, 03:29:13, 03:29:26, 03:30:23, and 03:31:10. Replace battery now alarm: on (B)(6) 2021 at 03:13:00 and 03:23:00. Replace battery alarm: on 06/15/2021 at 02:42:00 and 02:52:00. Insert battery alarm on (B)(6) 2021 at 03:25:25 and 03:31:47. Low battery alarm: on (B)(6) 2021 at 17:11:00. Pump passed self test, sleep current measurement, active current measurement and displacement test. No unexpected power loss, failed battery test, replace battery now, replace battery, insert battery, and low battery alarms during testing. In summary, pump passed required testing. Customer alleged for power loss alarm was not confirmed. Customer alleged for charge/battery lasts less than expected was not confirmed." The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
On 06/15/2021 17:32:25 pst ice batch user (B)(6). Complaint: (B)(4). Complaint status: in process mdt initial contact: (B)(6). 15/jun processed order. - initial notes: cust has a pump and when changing the battery the pump is still alerting with a low battery. Inquired what led up to the complaint. Customer response: cust sts today she received a low battery alert on her pump but when changing out the battery, the pump is still alarming with a low battery. Low/short battery lifetime t/s per dop114-980. Last battery change was (B)(6) 2021. Type of battery in use: (B)(6) aa alkaline. Checked alarm hx for replace battery, replace battery now or power error detected. Found: no. Inquired if customer uses suspend before low or suspend on low cgm feature. Found: yes. Customer reports pump did not alarm the 'medical device - call for emergency assistance. I have diabetes' alarm. Battery did not last more than 1 week. Does customer use rechargeable batteries? No. Is customer using previously used batteries? No. Has insulin usage, lifestyle, basal rates, etc. Changed? Cust indicate that she was advised by her doctor to stop using the pump as of (B)(6) 2020 due to having pancreatitis and started using the pump again 2 weeks ago . Is customer performing excessive button pressing? No. Is the backlight timeout set to greater than 15 sec? Yes. Suggested changing backlight timeout to 15 sec. Is the display brightness set to a level greater than 3? No. Does customer perform daily rewinds? No. Have there been more than 5 alarms per day in history? Does not know. Does customer upload via carelink personal more than once every 2 weeks? No. Is the pump in vibrate or vibrate+audio mode? Vibrate + audio. Suggested using audio only mode when possible. Does customer wait for the screen to timeout after each use? Yes. Suggested to turn off the screen manually after each use by holding the menu button. Customer isn't calling back within 1 week after previously completing low battery t/s. Adv the pump will need to be replaced. Recommended customer refer to back up plan per hcp instructions. Item - 'advise customer to place pump in storage mode: remove battery, press and hold the back button until the screen turns off' reason not completed - unable to put pump in storage mode. Explained the rpl policy. Adv they can help conserve power by minimizing backlight timeout and brightness. Item - 'instruct customer to wait for insert battery alarm before inserting new battery that is not expired and was not stored in cold environment' reason not completed - pump is not alarming with insert battery when the battery is removed. Customer isn't using a 620g/640g pump with software version 2.6. Cust pump has version 4.11d verified under pump status. Explained a pump restart will be required which will clear active insulin amount. Requested customer document active insulin amount and active insulin time setting. Item - 'advise customer to use the bolus wizard to check if it recommends a correction bolus using their current bg value' reason not completed - unable to bolus due to cust still having a low battery on the pump. Item - 'advise customer to document the active ins. Adjust amount if bolus wizard calculates a correction bolus is needed' reason not completed - unable to bolus due to cust still having a low battery on the pump. Adv to d/c at qr for the next t/s steps. Adv to remove aa battery from the pump and hold back button until the screen turns off. Adv to wait at least 60 seconds. Pump is not able to go into storage mode when cust held the back button for the 60 seconds. Continued to pump replacement path for this reason. Customer's outcome pertaining to the complaint: cust pump needs to be replaced due to being unable to go into storage mode and still experiencing the low battery alarms. Notified cust we will submit a.